Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed deformation and leakage defects in the scope connector, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the suction cylinder had no color, due to the deformation of the suction connector, water tightness was lost; due to the deformation of the knob wire, the forceps lever did not move smoothly; due to wear of the angle wire and the play of upward/downward angulation, the control knob was out of the standard value; the distal end had discoloration, the adhesive around the objective and the light guide lens had discoloration, the connecting tube was scratched, there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was a white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.